Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the green colored image problem was isolated to a defective video cable unit. The exact cause of the defective video cable cannot be conclusively determined. However, based on previous investigations the cause can potentially be attributed to the following: (defective video cable). 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process have been updated to improve soldering stability regarding soldered joints between cable and odu plug.

Event description:
Olympus (oekg) was informed that the customer high-definition endoeye ii, autoclavable video telescope was returned to the olympus repair center for a reported, ¿disturbed vision¿. However, during the repair inspection, a purple-colored image defect was identified. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the colored image defect found during the repair inspection.

Manufacturer narrative:
The repair inspection identified a purple-colored image defect. The colored image was isolated to a defective/broken video cable unit. The inspection also noted that the light fiber bonding at the distal end/tip is damaged. The cause of the colored image is unknown. However, the investigation is ongoing. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.